Manufacturer narrative:
Correction to initial report: b.4, g.4 revised to (B)(6) 2019. The customer's report of an underinfusion was not confirmed. The received administration set was unpacked and inspected, and no damage, deficiencies or tubing kinks were identified. The administration set was repeatedly installed and removed from the pump without any issues identified. Each time the set loaded and the accuslide opened correctly. A review of the event log identified the following sequence of event having occurred on (B)(6) 2019: 11:08 pump powered on. Infusion started at 100.ml/h with a vtbi of 120.0ml. Vtbi of 110.0ml entered. Pump alarmed upstream occlusion (vi = 0.6ml). Infusion restarted. 11:09 infusion paused (vi = 1.1ml). 11:10 vtbi of 120.0ml entered. Volume infused cleared. Infusion started at 100.0ml/h with a vtbi of 120.0ml. 11:11 pump alarmed upstream occlusion (vi = 0.8ml). Infusion restarted. Pump alarmed latch open. 11:12 infusion restarted. Pump performed uso restart. 12:23 pump alarmed vtbi completed and kvo started (vi = 120.0ml). 12:24 infusion paused. 12:26 pump powered off. Functional testing observed no issues. A n internal inspection did not identify any ingress, damage or deficiencies. A performance verification procedure (pvp) was completed and all results were within specification. The pump was subjected to a continuous infusion for >48 hours which was completed failure free. The investigation is inconclusive as a deficiency was not identified with the pump or the administration set that would have resulted in the reported underinfusion. The signature edition pumps are no longer manufactured and are currently in the support phase of the product life cycle.

Event description:
The feedback suggests that an infusion was programmed at a rate of 100ml/hr with 120ml vtbi (volume to be infused). It was reported that when the infusion had completed it was observed that the volume infused (vi) was 120ml, however the infusion bag was still full. There was no information provided regarding patient impact.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Device is expected to be returned.

Event description:
The customer reported that an infusion was set from a fluid bag to run at rate of 100ml/hr with 120ml vtbi (volume to be infused). The feedback suggests that when the infusion had completed it was observed that the infusion bag was still full.